Event description:
It was reported to baxter (B)(4) that one (1) ce multirate infusor was observed leaking at the location of the fill port before use. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4)=suture looping conclusion: device evaluation anticipated, but not yet begun. Sales provided the following information: apparently, a suture looped and also "possibly" caught a chordae. They did have issues with the holder. They were using the mitral magna in the tricuspid position. Patient is doing fine. No additional information is available at this time. The device history record (DHR) review could not be completed at this time as the lot number and serial number are unknown. The device is currently pending completion of the evaluation. Once this is done, the device will be dismantled for the serial number and the DHR can be done. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure, thus leading to a gap at the coaptation region. No other inconsistencies detected or in the x-ray. The tissue is flexible and did not exhibit dehydration characteristics. Method: x-ray. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping.

Event description:
Sales received an email from the surgeon stating "we used a 31 ao (31mm aortic device) yesterday and (the surgeon) took it out because it was leaking."